Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 16jul2020. No further follow up is planned. This report is associated with 1819470-2020-00075, 1819470-2020-00077, and 1819470-2020-00078 since there is more than one device implicated. Evaluation summary: a male patient reported that his humapen ergo ii device had an unspecified malfunction. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that he had used the device from (B)(6) 2013 to (B)(6) 2017 (over four years of use). The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. The patient reported that he replaces needles once every cartridge of insulin, keeps the insulin pen with insulin needle attached, and does not prime before injection. The core instructions for use state to prime the device using 2 units before every injection until insulin is seen at the needle tip and to use a new needle for each injection. The core instructions for use also state to remove the needle after every use and do not store the pen with the needle attached. There is evidence of improper use and storage. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of increased blood glucose. The patient reused needles, did not prime the device before each injection, and stored the device with the needle attached. These misuses may be relevant to the complaint and the event of increased blood glucose

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), with additional information from initial reporting consumer concerned a (B)(6) years-old (at the time of initial report) male patient of unknown origin. Medical history was not provided. Concomitant medications included metformin for the treatment of diabetes mellitus. The patient received human insulin (rdna origin) injections (humulin r 100u/ml) from a cartridge via a reusable humapen ergo ii (blue), twice a day (morning 14, midday 14), subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6) 2013. He was also receiving human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100u/ml) from a cartridge via a reusable humapen ergo ii (blue), 24 units once daily, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in (B)(6) 2013. On an unknown date in late (B)(6) 2013 he changed the doses of human insulin mix 70/30 from 24 units daily to 20 units daily (unknown specified reason) as per doctor advice. On an unknown date in 2015 he changed the doses of human insulin from 14 units bid to 12 units bid (unknown specified reason) as per doctor advice. On an unknown date in end of 2016 he changed the doses of human insulin from 12 units bid to 10 units bid (unknown specified reason) as per doctor advice. In (B)(6) 2017, due to the failure of both humapen ergo ii devices (pc 5194975 and 5194976, lot unknown, reported having two devices of same unknown lot) that he obtained in (B)(6) 2013 (the specific failure reason was not provided) (improper use of the devices since they were used for four years) he obtained two humapen ergo ii devices to replace and started to use, both humapen ergo ii devices, lot#: 1608d02. On an unknown date in 2017 he was hospitalized because blood glucose was high (blood glucose value before a meal was 14.8 mmol/l) (it was unknown which batch he was using), he stayed in hospital for 10 days and discharged, during the hospitalization, metformin of oral drug was added according to the doctor advice. In (B)(6) 2020, the humapen ergo ii devices that were replaced, both had the condition: did not inject into, did not inject into the body and liquid leaked after injection. Because the two humapen ergo ii devices that were replaced in the education office were broken, he suspected the injection dose was not enough (possible incorrect dose administered, improper use of keeping needle attached and not priming before injection), during the period of using human insulin and human insulin mix 70/30 (pc# (B)(4) and (B)(4), lot#1608d02, reported having two devices of same lot number). As of (B)(6) 2020, blood glucose value before a meal was now 7.5 mmol/l, 8.5 mmol/l, the postprandial was 10 mmol/l, it was improving than before. Information regarding corrective treatment was not provided. Outcome of the event blood glucose increased was recovering and the outcome of incomplete dose administered was unknown. Status of human insulin and human insulin mix 70/30 therapy was ongoing. The patient was the operator of the four reusable humapen ergo ii devices and his training status was not provided. The general humapen ergo ii device model duration of use was four years and suspect reusable device duration of use of the two devices with unknown lot number was also four years. For the other two devices with known lot number suspect duration of use was unknown. The two suspect devices with lot unknown were discarded. The four suspect humapen ergo ii devices were not returned to the manufacturer. The reporting consumer did not provide relatedness assessment between the events and human insulin and human insulin mix 70/30 drugs. The reporting consumer did not provide relatedness assessment between the event of blood glucose increased and humapen ergo ii devices but related the event of incorrect dose administered with humapen ergo ii device issues. Update 30jun2020: additional information received from initial reporting consumer on 24jun2020. Updated improper use to yes for the device with known lot number, added two suspect humapen ergo devices (one with known batch number and another with unknown batch number) in order to process pc. Also added units for lab tests. Details regarding device were provided. Narrative was updated accordingly. Edit 07jul2020: updated medwatch and (B)(6) and canadian (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 07jul2020: upon internal review of information received on 24jun2020. Added device age for two devices with unknown lot number, changed device paragraph in order to reflect the use of four devices. Re-arranged devices in order to process pc accordingly to lot number, changed narrative in order to reflect improper use reported, line listing comment was generated in order to reflect changes and changed EU/ca fields for devices with known batch in order to reflect place of purchase. Narrative was updated accordingly. Update 16jul2020: additional information received on 10jul2020, 12jul2020, 14jul2020 from the global product complaint database, which were processed together. Entered the device specific safety summary (dsss) and updated the medwatch and european and (B)(6) (EU/(B)(6)) device fields for the suspect devices associated with (B)(4) and (B)(4). Entered the device specific safety summary (dsss), updated the medwatch and european and canadian (EU/ca) device fields, and added the date of manufacture and date returned to manufacturer for the suspect devices associated with (B)(4) and (B)(4). Corresponding fields and narrative updated accordingly.